Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. The pusher assembly was fractured approximately 5.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the ruby coil's embolization coil winds were offset and the pusher assembly was fractured. Offset coil winds typically occur due to improper handling during use. If the device is forcefully manipulated against resistance while within a microcatheter, damage such as this may occur. Further evaluation of the returned device revealed that the ruby coil's pusher assembly was fractured. This fracture was likely incidental and may have occurred while packaging the device for return to penumbra. The root cause of the reported resistance could not be determined. The ruby coil was attempted to be advanced through a demonstration microcatheter. While loading a demonstration introducer sheath on the returned ruby coils pusher assembly, the fractured portion of the pusher could not be advanced through the sheath. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient undergoing a coil embolization procedure in the celiac artery using ruby coils. During the procedure, the physician felt resistance and was unable to advance a ruby coil within a non-penumbra microcatheter, and therefore the ruby coil was removed. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.